Event description:
Customer informed the co of sporadic problems consisting of sudden stopping of ventilation during use (with both technical alarm and f102 alarm code not registered). On site, siemens fse was not able to reproduce the problem. Unit has been checked. No abnormality found. Customer is asking for a complete exchange of the unit.